Manufacturer narrative:
Combination product: yes, the device was received for analysis. Explant date is currently unknown. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a slightly deformed conductor coil 21.5 cm distal to the is-1 connector pin, which most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead appeared non-function shortly after the implantation and the patient went back to hospital. No further details are available.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead appeared non-function shortly after the implantation and the patient went back to hospital. No further details are available.